Event description:
Early results of clinical experience with a new medial screw trajectory insertion technique are given (the pedicle screw trajectory is altered so that the screw is directed through the pedicle cortical bone only). The retrospective review of peri-operative and post-operative complications includes consecutive patients, age 18 or older, who underwent lumbar arthrodesis and had a minimum 3-month follow-up. Data was extracted from charts and hospital records. There were 107 patients who underwent bilateral pedicle screw fixation using traditional lateral insertion technique (lateral group) and 314 patients who underwent bilateral pedicle screw fixation using the new medial trajectory insertion technique (medial group). Following l2-l4 fusion with medial screw trajectory, haloing around the implanted screws was noted in this patient with a preoperative diagnosis of adjacent segment disease. Haloing observed on x-ray may be suggestive of a loosened screw, although no details were given.

Manufacturer narrative:
The purpose of this investigation was to perform an analysis of the retrieved genesis ii cr insert. Dimensional inspection and macroscopic photo analysis were performed on the retrieved insert. The articular areas of the insert appeared to be in good condition. Burnishing and mild abrasive wear were observed in the articulating areas. Mild burnishing was also observed on the distal surface. Mild rounding that is typically seen in a fully locked insert was observed near the anterior locking mechanism. The critical locking dimensions of the insert were checked using standard operator self-inspection instruments. All of the dimensions were within specification. In conclusion, the articular areas of the insert showed minimal adhesive and abrasive wear after 6.8 years of in-vivo time. The wear patterns were similar to those seen on other well performing retrieved inserts.

Manufacturer narrative:
The device is currently undergoing analysis.

Event description:
It was reported that revision surgery was performed due to pain. The surgeon found a bone-like or cement body and performed a poly exchange. The surgeon does not fault the device.